Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) for keypad failure. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/11/2011 to the present date 10/16/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device alarms constantly. No patient involvement is noted.

Event description:
The customer reported that the device alarms constantly. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2015-0209 for keypad failure. A review of the device history record for sn(B)(6) was performed from date of manufacture 11/11/2011 to the present date 10/16/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.